Event description:
It was reported during a routine device revision procedure that this left ventricular (lv) lead exhibited noise, oversensing and pacing inhibition. No asystole reported. The physician verified there were no connection issues. The physician believed there to be a fracture of the insulation, and attempted to repair the lead, but was not successful, resulting in additional pacing inhibition. The physician noted pacing impedance and thresholds were stable. The lv lead electrically was turned off. The lv remains implanted. The physician will monitor the patient closely through the home monitor. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted, not in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.